Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release or tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.